Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be materials are not biocompatible. A potential root cause for this event could be patient sensitivity to materials. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required due to product code z634 is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews.

Event description:
It was reported that the patient developed a urinary tract infection while using the magic 3 catheter; the treatment provided is unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed a urinary tract infection while using the magic 3 catheter; the treatment provided is unknown.